Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the handheld only works for 3 minutes on battery mode before switching off itself. This is not a battery issue as it's been replaced. The battery icon shows a full charged battery while suddenly, without any alarm or error message, device will still power off. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the battery voltage was measured to not be at the nominal voltage. The battery was reconditioned by performing battery discharge in the service menu and charged for 20 hours. It was verified that the device remained on with battery power for approximately 3 hours. A low battery alarm with visual indicator was verified to be functional. Pogo pin 12 was found to get stuck intermittently in the recessed position as well. A service history record review reveals that this unit was in the field for over three (3) years with no related reported issues prior to this reported event.